Event description:
It was reported that during a da vinci-assisted left lower pulmonary lobectomy, the distal edge of the staple line from the sureform 30 instrument failed and bled until all pulmonary artery branches to the lower lobe were taken/stapled. According to the customer, the sureform 30 stapler instrument with a white sureform 30 reload "didn't feel as expected." The procedure was finished robotically.

Manufacturer narrative:
The event investigation is in progress.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive da vinci products to perform failure analysis. The sureform 30 stapler and a white reload were returned for failure analysis. Regarding the stapler, failure analysis (fa) could not verify the customer reported event. The instrument was tested on an in-house system and passed the initialization tests, moved intuitively with full range of motion in all directions, and the grip opened and closed properly. Two in-house reloads were installed on the instrument and fired successfully with no issues. The instrument was returned with the reload in the jaws that had not been fired. Because the reload had not been fired, it cannot be the reload associated with the failed staple line. The returned reload was not damaged and was fired with the instrument successfully with no issues. The instrument and reload were transferred to advanced failure analysis (afa) for additional evaluation and the initial fa findings were confirmed. The instrument again passed in-house testing and the resultant cut lines were inspected and all staples were fully formed. The reload was inspected after the test fire with no damage as noted. The cut line was smooth and free of jagged edges. All staples appear to have been deployed correctly. The staple line at the distal end was fully formed. The instrument was visually inspected and the alignment between the anvil and channel appeared normal; the anvil pockets were inspected, and no issue was found. The driver was manually extended and found to be fully intact. As the logs are unable to confirm a staple line leak, the event was not able to be replicated through in-house testing. The reported complaint of incomplete staple and bleeding at the distal end could not be replicated or confirmed. An advanced stapler log review showed the instrument was the third stapler used, and it was installed on the system 2 times and fired 2 white reloads. On the 1st install (4th install of the procedure), the system failed to detect the reload color, and the user manually selected the white reload. The first clamp was successful, and the firing was completed with no pauses for compression. On the 2nd install of this instrument (12th install of the procedure), the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no relevant errors in the system logs.